Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2002 by dr. (B)(6) at (B)(6). It was reported that patient underwent mesh removal on (B)(6) 2003 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent hysterectomy due to pelvic organ prolapsed and stress urinary incontinence. It was reported that post insertion patient experienced pain, erosion, extrusion, recurrence, dyspareunia, vaginal scarring and urinary/ bowel problems. No additional information was provided.